Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed the continuity resistance test. The sensor failed per (B)(4).

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended due to a sensor glucose of 56 mg/dl despite a blood glucose of 129 mg/dl. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The sensor was returned for analysis.